Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)

Event description:
The customer contact reported the pt received more medication than intended. The pump was returned to the biomedical department with an unsigned note that stated, 'amount sent to patient and amount infused not match. Should be more in the bag when checked patient." The customer contact stated the note also indicted the device was being used to deliver unspecified "narcotics." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.